Manufacturer narrative:
.

Event description:
A micro introducer kit was used in a patient procedure. The physician was placing a permanent hemodialysis catheter and a piece of the micro introducer kit catheter broke off at the hub. The catheter remained on the guidewire while inside the vessel. The physician accessed the right femoral vein and snared the catheter. The separated piece of the catheter was removed safely without harming the patient.